Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the (B)(4) lot code did not reveal any related manufacturing deviations or anomalies. A previous review of the device history records for the 425512 lot code did not reveal any related manufacturing deviations or anomalies. A search of the complaint database found no additional related reports for the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Update received (B)(4) 2014 - the complaint has been updated because it was reported that the patient's left hip was revised on (B)(4) 2014 due to significant metallosis, blackening of tissue, pain, and loosening of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.